Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the use of the arm had been discontinued. The procedure was completed. The issue did not occur after the system faulted. The target tissue was the colon. The jaws were not stuck on the tissues. The jaws were opened manually. The staples were not released. There was no delay.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the nurse called in mid procedure to report that 2 sureform staplers were not working on arm 3. Both staplers had different problems while clamping. One issue reported was that the stapler did not close the grips, and the other did not release the grips. Customer stated, all staplers did work on arm 4, when moved to another arm. Tse explained to customer, that it could also be a drape issue or a sensor pin issue. Customer was not willing to use another instrument on arm 3. Customer stated several times, that there were already problems with arm 3 instrument engagement before, over several procedures. None of that can be found in the error logs. No hard errors, only engagement issues like error 282. Surgery continued as planned. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The movements of the surgeon did not scale appropriately to the instrument. The instrument moved in the intended direction. The timing of instrument movement was appropriate. There was no shakiness and/or friction experienced or observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was persistent, and the new sureform showed the same functional limitations on the arm. The lot number of the drape that the instrument was attached to is not known. There was no injury to the patient as a result of the event. The device was inspected prior to use and tested, with no damage. The instrument is available for return to isi for evaluation. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. The issue occurred approximately 120 minutes after the cut.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm sureform 60 stapler instrument and the universal surgical manipulator (usm) 3 for failure analysis investigation. The units were analyzed and the following results were obtained: sureform 60 stapler instrument: the instrument was found to have a blocked radio frequency identifier (rfid) chip due to use of the manual release knob. A review of the master supervisory controller (msc) logs revealed the following code entries: 22027 ¿ grip release tool detected; 26008 ¿ instrument manual grip release misuse; 282 ¿ tool invalid (reason: tool force expired). After resetting the rfid chip, the instrument was recognized by the system again. The instrument was placed and tested on an in-house system: it passed the recognition and engagement tests. It moved intuitively with full range of motion in all directions. The grips opened and closed properly multiple times. It passed the clamping test. The firing test was performed and passed. The instrument was fully functional, and no further product issues were identified. The usm was returned for failure analysis, and the reported issue was confirmed but not replicated. A review of the logs found 31087 error indicating the fault on the carriage rfid. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. The probable root cause is attributed to issues with the axes controller, carriage (acc) left and acc right.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the problem had been identified for the first time.

Event description:
Refer to h11 for follow-up information.